Event description:
It was reported that the customer passed away on (B)(6) 2024 after experiencing diabetic ketoacidosis; however, this could not be confirmed at the time of this report, as pump data is not available for review. Reportedly, the last interaction found in the pump history was on (B)(6) 2024 when the customer delivered a manual bolus. The report from the swedish medical products agency indicates that the decedent did not have a working sensor on his continuous glucose monitor (cgm) in his last days of life and as such, blood glucose levels were not available. Tandem can only confirm that there is no cgm data for the dates (B)(6) 2024. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.